Event description:
Procedure: laparoscopic colectomy. Customer states: after loading an I-drive to the reload, opening and closing test of jaws had been confirmed, but it did not work. Opened another reload to complete the procedure. Not used for a patient. Operating time not extended.

Manufacturer narrative:
(B)(4).